Event description:
Despite attempts to obtain further information, none could be obtained for this reported issue.

Manufacturer narrative:
According to available information, this lead remains implanted and a decision regarding a revision procedure will be made in the future. Should additional information become available, this event will be updated.

Manufacturer narrative:
This is the information known at this time. As this lead has not been returned for analysis, boston scientific cannot confirm nor deny this reported clinical allegation. Should further information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. The measurements have risen rapidly during the past two months. No noise was noted, no further measurements were obtained. It was thought there may be a lead fracture. The patient with this lead was hospitalized to further evaluate this lead. No inappropriate therapy has been delivered. No adverse patient effects were reported.